Event description:
During an af ablation procedure, air leaked through the valve after attempting to purge the sheath and insert the volt catheter inside the sheath. The device was exchanged and the procedure was completed with no adverse patient health consequences.